Event description:
.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and elevated the manufacturer will file a follow-up report detailing the results of the evaluation. As per direction received from the FDA on (B)(6) 1999; the manufacturer completes block d in it's entirety regardless if the user facility completes all or any of block d, therefore block d may contain corrected and/or additional data.